Event description:
It was reported that the intellivue mp5 was not alarming at the nurses station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the system interface board was defective and needed to be replaced. A replacement system interface board was provided to the customer. Further relevant information was requested (like if there was a ¿check nurse call relay¿ inop tone message on the monitor), but the information was unknown. Based on the information available and the testing conducted, the cause of the reported problem was the system interface board. The reported problem was confirmed. The customer was provided with a replacement system interface board to resolve the issue. If additional information is received the complaint file will be reopened.